Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) received multiple inappropriate shocks due to supraventricular tachycardia (svt). Technical services (ts) noted there was no documented ventricular tachycardia (vt) or any previous device therapy. Additionally, there were stored pacemaker mediated tachycardia (pmt) episodes in which the atrial rate did not change following the episode. Retrograde conduction was performed, and the va conduction noted the p wave was falling with post-ventricular atrial refractory period (pvarp). Ts discussed programming options, and the device was re-programmed. At this time, the device remains in service. No additional adverse patient effects were reported.